Event description:
After the insertion, the dr noticed a leak while withdrawing the needle. The dr then discovered that the catheter detached from the hub. The catheter was successfully retrieved without surgical intervention.

Manufacturer narrative:
The sample is being returned to the MFR. Attempts have been made to obtain add'l info. Upon completion of the investigation, a supplemental report will be submitted.